Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had been having problems with their ins not holding a charge and shutting off by itself. They said they would charge the ins one night and think it would be okay for a few days but then would realize it was "completely out" again. They added that it would sometimes hold a charge. The patient noted their ins was about five years old and they had met with a manufacturer representative who said it might be time to consider getting it replaced. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on 2017-sep-05. It was reported that they met with the patient on (B)(6) 2017 and determined that the battery was on elective replacement indication (eri). They reported the doctor was reviewing and would set the patient up for a replacement. No patient complications were reported as a result of this event.